Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and unsuccessful removal attempt. The form also states that no filter removal attempt has been performed. Patient date of birth was received.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter has a 27-degree leftward tilt.